Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #: 1627487-2014-01432. It was reported the pt did not have effective coverage. Subsequently, the physician requested an MRI; therefore, surgical intervention was undertaken on (B)(6) 2014 removing the scs system.